Manufacturer narrative:
B6. Relevant tests/laboratory data, including dates ; corrected data; initial MDR inadvertently omitted information known prior to submission.

Event description:
The patient underwent replacement surgery due to high impedance. Explanting facility does not return the explanted devices. No additional relevant information has been received to date.

Manufacturer narrative:
B5. Describe event and d6b. If explanted, give date (mo/day/yr); corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
It was reported that the patient was scheduled for a replacement for an unknown reason. It was then reported that the patient was seen and high lead impedance and low output current was seen. No known surgical intervention has occurred to date.